Event description:
Home care user reported that a portion of the cannula had broken off and remained under the skin. Surgical removal of the remaining cannula portion was required. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.